Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient the device exhibited multiple non-sustained rv oversensing episodes. Egm revealed functional undersensing due to atrial pacing. The episodes also revealed lack of av synchrony. Programming changes were made and there were no further issues. The patient was fine after the event.